Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 25 mg/ml at 4.5 mg/day via an implantable pump. It was reported the patient had a catheter revision during routine pump replacement. Surgeon attempted to aspirate through the catheter access port (cap) and was unable to do so. Patient reported increase in pain over last six months. Residual drug in reservoir within 0.2 ml of expected volume. No environmental/external/patient factors may have led or contributed to the issue. The patient's pump/catheter was replaced. The pump segment removed, remaining catheter clamped with hemoclip pump pocket and the issue was resolved.